Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient found great value with stimulation. The patient reported to have fallen 5 times and then there was an increased pain the in patient's feet with less charging. The patient reported to have fallen 5 times. An impedance check was performed and found that the left lead was completely open. An x-ray was done and showed that the leads may have pulled back in the epidural space. With reprogramming and along with patient feedback, the manufacturer representative determined a field shape/setting that the patient found acceptable. The hcp advised the patient to try it through the weekend and test it out.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information received reported that the x-rays did not confirm the lead migration out of the epidural space. The lead appears in the epidural space, fractured potentially at the anchor site. It was reported that reprogramming somewhat resolved the pain in the patient's feet. A likely revision and replacement of non-functioning lead was reported for future interventions planned to resolve the high impedance, pain, and possible lead migrations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.